Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 462 mg/dl. The insulin pump had unexpected restart alarm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the pump. The unexpected restart did not reoccur after inserting new battery. The customer did not provide information about symptoms and treatment. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.